Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced fro pre-dilatation. However, during the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.